Event description:
It was reported that while preparing for a ptca/stent procedure, upon insertion of the stent delivery system (sds) over the guide wire, the sds and the guide wire became stuck together. When an attempt was made to remove the sds, the tip of the stent balloon broke off. Another company's 2.0 mm balloon was used over the same guide wire without any reported problem.